Event description:
It was reported that the patient presented in clinic for a follow up with longevity overestimation exhibited by the pulse generator. No interventions were reported. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for a follow up with longevity overestimation exhibited by the pulse generator. No interventions were reported. There were no patient consequences.